Manufacturer narrative:
Additional information: b5, b6, b7, d10. This report includes information known at this time. A follow-up report will be submitted should additional, relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned or that a death or serious injury occurred; nor is it admission that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information was provided on 15aug2025 and 22aug2025. Lab results were provided for (B)(6) 2025. The unremarkable CT scan refers to the CT performed on 18jul, the day of the procedure. The next CT as post-procedure CT was (B)(6) 2025. A pre-procedure cta (dated (B)(6) 2025) summary was provided. There was no occlusive disease, calcification, or thrombus in the proximal seal zone. The proximal seal zone shape was described as parallel. No calcification or occlusive disease was present in the bilateral common iliac arteries, external iliac arteries, or the femoral arteries. There was no tortuosity of the iliac arteries. The aorta diameter at the location of maximum aneurysm diameter (outer-wall to outer-wall) was 56.5 mm. The length of the suitable proximal seal zone was 40 mm. The diameter of the aorta at the location of the maximum diameter over length of the proximal seal zone (outer-wall to outer-wall) was 31 mm. The diameter of the aorta at the location of the minimum diameter over length of proximal seal zone (outer-wall to outer-wall) was 28 mm. The change in seal zone diameter throughout the length of the seal zone was 9.68 %. The length from the lowest targeted vessel (most inferior aspect) to the aortic bifurcation was 118 mm. The angulation between the infra-renal aorta and the aneurysm center line was 19 degrees. The maximum angulation above the infra-renal aorta (within region of zfen+ and delivery system) was 20 degrees. The diameter of the vessel (mm) at location of intended distal landing zone (outer-wall to outer-wall) were as follows: superior mesenteric artery 7.9, right renal artery 5.5, left renal artery (5.0). The lengths (mm) from the ostium to the first major bifurcation were as follows: sma 30, right renal artery 39, left renal artery 25. No stenosis greater than 50% was present in the sma, right renal, or left renal arteries. The diameter (mm) of the iliac arteries at the location of intended distal landing zone (outer wall to outer wall) were as follows: 9.1 (right) and 9.3 (left). The length (mm) from the ostium of the iliac arteries to the first major bifurcation were as follows: 52 (right) and 50 (left). The location of the intended distal landing zones maintains the patency of the internal iliac arteries. No stenosis was present in the bilateral iliac arteries. During the study procedure all incision closure were completed at 13:47 (24-hour clock) and the patient was out of the procedure room at 14:20. The estimated blood loss was 30 cc. The total amount of contrast used during the procedure was 350 ml. The contrast concentration was 160 mg/ml). The total fluoroscopy time (from incision to removal) was 50 minutes. An unanticipated corrective action was required during the index procedure. It was related to the access and delivery of the left renal bridging stent. A cook zilver stent extension measuring 5 mm x 40 mm was placed in the left renal artery. Cook ancillary devices used in the procedure achieved successful access of the intended vasculature. No device deficiencies were identified involving the cook ancillary devices. No adverse events involved the cook ancillary devices. The ancillary devices performed as intended. During the index procedure on 18jul2025, a left renal artery dissection was identified. Percutaneous placement of a competitor's bridging stent was performed. This was considered related to the deployment of the stent graft and not related to a cook ancillary device. This did not lead to a serious deterioration in health. After the index procedure, the patient was not admitted to the intensive care unit (ICU). Resumption of oral fluid intake occurred on (B)(6) 2025. The patient was discharged from the hospital on (B)(6) 2025, two days post procedure. The patient had been discharged on 20jul2025 and presented later that day back to the emergency department with complaints of back pain and dyspnea. The patient was admitted for observation and cyclobenzaprine, oxycodone, and ketorolac were administered as a result of the suspected post-implantation syndrome (pis). The event did not result in a serious deterioration in health. The event was considered to have been resolved on 29jul2025 without sequelae. The patient was also diagnosed with a urinary tract infection during the hospital admission and was treated with antibiotics. Urinalysis results were provided. A post procedure clinical assessment was completed in person on 06aug2025, nineteen days post procedure. The patient was taking anti-thrombotic medications. A follow up computed tomography scan (CT) with contrast was completed on 06aug2025, 19 days post procedure. The celiac artery, sma, right renal artery, and left renal artery were all patent within the stent and within the native vessel. All endograft devices were patent. No stenosis greater than 50% was present in any treated vessel. The diameter at the location of maximum aneurysm diameter (outer-wall to outer-wall) was 50 mm. The diameter of the right common iliac artery at the location of maximum diameter (outer-wall to outer-wall) was 13 mm. The diameter of the left common iliac artery at the location of maximum diameter (outer-wall to outer-wall) was 12 mm. No endoleaks were present. No separation of components had occurred. There was no evidence of migration greater than or equal to 10 mm. There was no evidence of device integrity issues. No thrombus was present within the devices.

Manufacturer narrative:
Investigation ¿ evaluation: on (B)(6) 2025, the male patient had an endovascular aneurysm repair (evar) procedure completed as part of the zenith fenestrated clinical study (B)(6). Procedural imaging was completed at the end of the procedure and showed that there were no endoleaks and no evidence of device integrity issues. The patient presented in the emergency department two days post-procedure with severe back pain and shortness of breath. The patient did not have a fever or lower extremity swelling. The patient claimed there was no abdominal pain. According to the site during examination the patient was resting comfortably and appeared well overall. The physician provided an email in which they stated they suspected post-implantation syndrome. The event was treated with an observation stay and the patient was given flexeril, oxycodone, and toradol. Reviews of the documentation including the complaint history, device history record, quality control procedures, and instructions for use (IFU) of the device, were completed during the investigation. The complaint device was not returned for evaluation; therefore, a physical examination could not be completed. However, patients¿ labs, operative report and single complaint report were provided for expert review. The reviewer noted that, ¿post-implantation syndrome (pis) is a non-infectious systemic inflammatory response following cardiovascular procedures, particularly endovascular aneurysm repair (evar), characterized by fever and elevated white blood cell counts. The exact cause of pis is not fully understood but is thought to be a reaction to the foreign graft material, although other factors like endothelial disruption and thrombus formation may also contribute.¿ additionally, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the device history record (DHR) found no quality control discrepancies. It should be noted that there were no other complaints associated with the final product lot number. Cook was able to review product labeling. The product IFU, t_zaaasz_rev4 ¿zenith spiral-z aaa iliac leg with the z-trak introduction system,¿ provides the following information to the user related to the reported failure mode: 3. Contraindications: the zenith alpha spiral-z endovascular leg is contraindicated in: patients with known sensitivities or allergies to stainless steel, polyester, solder (tin, silver), polypropylene, nitinol, polytetrafluorethylene (ptfe), or gold. Patients with a systemic or local infection that may increase the risk of endovascular graft infection. 5.2 potential adverse events: adverse events that may occur and/or require intervention include, but are not limited to: endoprosthesis: improper component placement; incomplete component deployment; component migration; component separation from another graft component; suture break; occlusion; infection; stent fracture; graft material wear; dilatation; erosion; puncture; perigraft flow; and corrosion. Fever and localized inflammation. Genitourinary complications and subsequent attendant problems (e.g, ischemia, erosion, fistula, incontinence, hematuria, infection). Infection of the aneurysm, device or access site, including abscess formation, transient fever and pain. Wound complications and subsequent attendant problems (e.g., dehiscence, infection). 9. How supplied: the zenith spiral-z aaa iliac legs are sterilized by ethylene oxide gas, are pre-loaded into the z-trak introduction system, and are supplied in peel-open packages. The devices are intended for single use only. Do not resterilize the devices. The product is sterile if the package is unopened and undamaged. Inspect the device and packaging to verify that no damage has occurred as a result of shipping. Do not use this device if damage has occurred or if the sterilization barrier has been damaged or broken. If damage has occurred, do not use the product and return it to cook. 10.2 inspection prior to use: inspect the device and packaging to verify that no damage has occurred as a result of shipping. Do not use this device if damage has occurred or if the sterilization barrier has been damaged or broken. If damage has occurred, do not use the product and return to cook. Prior to use, verify correct devices (quantity and size) have been supplied for the patient by matching the device to the order prescribed by the physician for that particular patient. Evidence provided by the complaint facility, device failure analysis, device history record, complaint history, and manufacturing documents suggests that the device was manufactured to specification. There is no evidence of nonconforming devices from the complaint lot in house or in the field. Based on the information provided, expert review, and the results of this investigation, a definitive cause for the failure could not be determined. However, the patient had a physiological response after the evar procedure that resulted in low back pain and dyspnea. The patient was admitted to the hospital and treated based on the diagnosis of post implantation syndrome and a urinary tract infection. The patient's symptoms were treated with nonsteroidal anti-inflammatory medication, antibiotics, skeletal muscle relaxer, and an opioid analgesic before the patient was discharged four days later. Per the risk assessment no further action is required. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding patient and/or event details has been received since the previous medwatch report was sent.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. H3 - device evaluated by mfg: device not returned to manufacturer. H6 (annex e): e1651 "back pain". This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Cook was notified that a patient had been hospitalized due to lower back pain and dyspnea, suspected to be post-implantation syndrome after the placement of cook grafts during a fenestrated endovascular aneurysm repair (fevar) procedure on (B)(6) 2025. Pre-procedure screening was completed on (B)(6) 2025. The patient had an extent IV thoracic abdominal aortic aneurysm (taaa). Aortic, bilateral iliac arteries, and visceral vessel diameters were provided. The reviewer noted "the celiac is occluded at the origin. There is an 18 mm long diseased section of aorta at the level of the celiac artery. There is a small (3 mm) left accessory renal artery arising adjacent to, or from, the left main renal artery. Relatively small diameter aortic bifurcation." The patient underwent a fenestrated endovascular aortic repair (fevar) procedure under general anesthesia on (B)(6) 2025. An operative report was provided: pre-operative diagnosis: pararenal abdominal aortic aneurysm (aaa) without rupture post-op diagnosis: pararenal abdominal aortic aneurysm (aaa) without rupture procedure: endovascular repair visceral aorta and infrarenal abdominal aorta with endograft including the three visceral arteries. Anesthesia type: general estimated blood loss (ebl): 100 ml no specimens, no drains findings: >5.5 cm taaa after informed consent was obtained, the patient was brought to the operating room and laid into the supine position. After general endotracheal anesthesia was induced, a urinary catheter and an arterial line were placed. The patient was prepped and draped in the usual, sterile fashion from chest to knees. A pre procedural timeout was performed. Under ultrasound guidance, the bilateral common femoral arteries were cannulated in a retrograde fashion using a micropuncture set. An 0.035-inch guidewire was placed into the abdominal aorta; the needle was removed and exchanged for 8-french dilators bilaterally. Eleven french sheaths were then placed bilaterally. The patient was systemically heparinized to achieve and maintain activating clotting time (act) > 240 seconds. A marker pigtail catheter was advanced over the wire to mark the visceral and renal arteries for computed tomography (CT) fusion imaging. The zfen + 32-163 device was brought onto the field and flushed. It was advanced over a stiff guidewire via the left groin. Via the right groin, the sheath was upsized to an 18-french sheath. The zfen + graft was then deployed with fusion guided imaging to align with the visceral and renal arteries. The graft was then cannulated via the right groin and the sheath advanced into the endoprosthesis. We then performed sequential cannulation of the superior mesenteric artery (sma), left and right renal arteries in a staged fashion firstly with the use of a 7- french sheath and guide wire. The celiac artery was chronically occluded and therefore not incorporated. The wire was then exchanged for a rosen wire once successful cannulation was performed. We did these steps sequentially for the sma, left and right renal arteries respectively. The main left renal artery was incorporated with intentional coverage of a small accessory renal artery by the endoprosthesis. Full deployment of the zfen + graft was completed. The aortic endoprosthesis was angioplastied with a molding balloon. We then moved to bridging stent placement of the target visceral and renal arteries. Over each of the rosen wires, the sheath was placed and then a stent graft advanced and positioned adequately, deployed and post dilated. We did this sequentially from the right renal artery using a 7 mm x 27 mm stent post dilated with an 8 mm x 20 mm balloon, the left renal artery with a 6 mm x 28 mm stent post dilated with an 8 mm x 20 mm balloon, the sma with a 9 mm x 27 mm stent post dilated with a 10 mm x 20 mm balloon. There appeared to be a dissection just distal to the stent graft in the left renal artery. Therefore a 5 mm x 40 mm cook zilver stent was deployed and post dilated with good improvement of the appearance of the dissection. It was not flow limiting. We then advanced the cook zfen + 2-24-81 distal bifurcated main body via the left groin positioned under the lowest renal stent graft and deployed this to the contralateral gate. The gate was cannulated via the right groin and balloon angioplasty of the gate used to confirm position within the limb. We then marked and performed deployment of the contralateral limb with a 13 mm x 74 mm cook zsle. Via the ipsilateral left groin, a cook 13 mm x 74 mm zsle iliac extension limb was deployed. All overlapping sites were then angioplastied with a molding balloon. Kissing balloons with 14 mm x 40 mm balloons were used to angioplasty the bifurcation and flow divider through the distal iliac limbs. Final contrast angiogram demonstrated no type 1 or 3 endoleak. Cone-beam CT was then performed showing good stent expansion and overlapping. The bilateral groins were closed with suture mediated closure devices and noted to be demonstrated no type 1 or 3 endoleak. Cone-beam CT was then performed showing good stent expansion and overlapping. The bilateral groins were closed with suture mediated closure devices and noted to be hemostatic. Skin was reapproximated with sutures. The patient had bilateral dorsalis pedis (dp) pulses at completion. The patient did not receive any blood bank products during the procedure. The following cook devices were implanted during the procedure: william cook australia zenith fenestrated + device was placed. There was no difficulty flushing the introducer system and removing the release wires. The clinician was able to adequately visualize the device from the start to the end of the implant. There was no difficulty cannulating the fenestrations or retracting the sheath. William cook australia universal distal body was placed. From the contralateral access, a cook ireland zilver 635 biliary self-expanding stent was placed in the left renal artery. The clinician was able to adequately visualize the device from the start to the end of the implant. Cook incorporated zenith flex with spiral-z technology aaa endovascular graft iliac leg was placed in the left (contralateral) common iliac artery. The amount of overlap with the preceding component was one stent. Cook incorporated zenith flex with spiral-z technology aaa endovascular graft iliac leg was placed in the right (ipsilateral) common iliac artery. The amount of overlap with the preceding component was 1.5 stents. Ancillary cook devices were used during the procedure. The devices access the intended vasculature as intended and performed as intended. Competitor¿s bridging stents: from the contralateral access, a competitor¿s stent was placed in the (sma). Ten atmospheres (atm) of inflation pressure were used to expand the bridging stent. The stent was flared. A cook lp balloon (10 mm x 20 mm) was inflated to ten atm for flaring. No issues were encountered during flaring. The clinician was able to adequately visualize the bridging stent from the start to the end of the implant. From the contralateral access, a competitor¿s stent was placed in the right renal artery. Ten atmospheres (atm) of inflation pressure were used to expand the bridging stent. The stent was flared. A cook lp balloon (8 mm x 20 mm) was inflated to twelve atm for flaring. No issues were encountered during flaring. The clinician was able to adequately visualize the bridging stent from the start to the end of the implant. From the contralateral access, a competitor¿s stent was placed in the left renal artery. Eleven atmospheres (atm) of inflation pressure were used to expand the bridging stent. The stent was flared. A cook lp balloon (8 mm x 20 mm) was inflated to ten atm for flaring. No issues were encountered during flaring. The clinician was able to adequately visualize the bridging stent from the start to the end of the implant. Successful deployment in all intended locations for all devices was achieved. All delivery system devices were able to be withdrawn successfully. No bridging stents were unable to be delivered or deployed due to being stripped off the balloon. An unanticipated corrective intervention was required during the procedure where a cook zilver stent (5 mm x 40 mm) extension was placed in the left renal artery. Procedural imaging in the form of angiography and cone beam computed tomography without contrast was completed on (B)(6) 2025. All of the devices were patent at the conclusion of the procedure. There was no evidence of any device integrity issues. No endoleaks were present. The patient was transferred to the post anesthesia care unit. On (B)(6) 2025 the patient presented to the emergency department two days postoperative with the complaints of acute severe low back pain and dyspnea. The patient did not have a fever. No lower extremity swelling was identified. The patient denied abdominal pain. On examination, the patient was resting comfortably and appeared well overall. Initial vital signs were reassuring from an emergency department standpoint. The patient did not exhibit tenderness to palpitation over the lower regions of the back. No skin deformities were observed in the area. Bilateral endovascular aortic repair entrance sites at both groins showed ecchymosis but were overall well appearing without swelling or fluctuance. Bilateral femoral pulses were palpable. The abdomen was soft and non-tender. The emergency room physician planned to release the patient that night. The patient also received a CT scan showing patent aortic and bridging stents without any technical issues. There was a renal infarction on the left that was anticipated after planned coverage of a small accessory renal artery. The patient's creatinine was reported to have never been abnormal. The patient was admitted to the hospital for an observational stay. The physician reported ¿I suspect this is post-implantation syndrome and the team felt compelled to admit for observation. He's since been discharged again and is doing well.¿ the focus of this report is the post implantation syndrome suspected by the physician two days after the completion of fevar where the cook incorporated zenith flex with spiral-z technology aaa endovascular graft iliac leg was placed in the right common iliac artery.